Manufacturer narrative:
H4: the lot was manufactured between february 13, 2024 ¿ february 15, 2024. The device was received for evaluation with 227ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse during patient infusion. The patient observed no flow after the expected medication completion time. The total fill volume was 230cc, and most of the drug solution remained in the bladder. A huber needle was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.